Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fio2 ventilation control was initially set at 50%. The fio2 ventilation output suddenly dropped to 43%-45% resulting in the patient becoming desaturated. The fio2 low alarm sounded as expected. Calibration of the oxygen sensor did not fix the problem. The patient was manually ventilated with 100% oxygen during transfer to a second ventilator. No permanent patient injury was reported.